Event description:
The foam sponge came off the suction swab when oral care was being performed on a pt. They were not able to retrieve it.

Manufacturer narrative:
The foam came off the suction swab during oral care and the clinician could not retrieve it. It was believed that the pt swallowed the foam and a bronchoscopy and endoscopy were performed in an effort to locate it. The foam was not found. They also monitored the pt's stool for a period of time but did not locate it. It was reported that the pt did not bite down on the stick and that the stick itself did not break. There was no injury or change in pt condition as a result of this incident. We have no sample to evaluate. We have not had a similar incident reported to us for this suction swab. Mfg records were pulled for the reported lot and no deviations in procedure were identified. Pull tests had been conducted on the suction swabs and no failures occurred. We have not confirmed a root cause. However, due to the reported incident and need for medical intervention, this medwatch is being filed.